Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, out of box, the endoscope displayed a blurry picture. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Visual inspection noted a small crack on the internal lens which resulted in a blurry visual field. The product had never been used as it was discovered to blurry out of the box. The product is 100% inspected, it passed the inspection check with no anomalies noted which indicated the damage occurred during the shipping and handling process. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All info has been placed on file with quality management for tracking, trending, and follow-up.